Event description:
It was reported that during a procedure; the atrial lead was unable to be removed from the pacemaker (pm). Hence, the physician elected to explant the pm and the atrial lead. A new pm and a new lead were implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The event of failure to disconnect was not confirmed. The device was received with normal telemetry and output. Analysis performed did not show any anomalies. Dimensional measurements on the connector bores did not find any anomaly and test lead was able to be removed within the allowable force. Longevity assessment was performed and found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity.